Manufacturer narrative:
Device not return.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus cuff and balloon were explanted and a new components consisting of a 4.0 cm cuff and balloon were implanted. Should additional information be received a supplemental report will be submitted.